Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. A product correction was issued and reported under 21 cfr 806 to the FDA. End of report.

Event description:
A software defect can cause a calculation error for architect csystem assays using the spline math model. This error occurs when the absorbance value measured for a sample is exactly the same as an absorbance value of one of the calibrator levels. If this occurs, the spline math model cannot distinguish which segment of the calibration curve is the correct segment to calculate the result. In these cases, the spline math model will use a lower segment of the calibration curve to determine the result. When the issue occurs, a falsely decreased result may be generated. A negative result can be generated for non-abbott assays with no configured linearity parameter. A software defect causes the system configuration option, run controls for onboard reagents by kit, does not function correctly for assays requiring a standard sample dilution. If the run qc by kit option is selected on the configure reagents-supplies window and controls are ordered for any architect csystem assay that uses a standard sample dilution, quality control results are not generated. These orders are sent to exceptions with error code 0390-unable to process test, no sample diluent available.. A cd copy of the system backup intermittently cannot be performed on architect system software version 2.6 when using maintenance and diagnostic procedure (m&d) 6004: copy backup software. The cause analysis identified that this is a communication issue within the system software v2.6 and the m&d procedure 6004. 4. Intermittent print issues with architect system software causing missing data/information when printing reports. In some cases, the error message "sample report released, no data exists" is printed on the report. The cause analysis identified this issue is related to the synchronization of the sender and receiver timing for the report generation.